Event description:
It was reported that this right ventricular (rv) lead was exhibited intermittent loss of capture. The patient was presented to the clinic, it was noted that the impedance was from 800, up to 3000, which the patient could feel palpitation. Subsequently, a revision procedure was performed and this rv lead was replaced. No additional adverse patient effects were reported.